Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on august 04, 2008 that, when the product packaging was opened, the cellebrity endoscopic cytology brush device did not match the product labeling. According to the complainant, the label indicates 1.9 mm outer diameter at the distal end of the catheter; however, actual devices were 3.0mm. There was no patient involvement since the reported issue was identified during the customer's receiving process.

Manufacturer narrative:
The suspect device has not been returned. A device evaluation is not available.